Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were not sensing and capturing. It was also reported that the device was attempted to be reused but the superior vena cava set screw was not working on the device. The ra lead, rv lead and device were all explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and there was blood in/on the helix mechanism. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and tissue on helix.